Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that solenoid lv17 was faulty. The fse replaced the solenoid, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak form the manual aspiration probe while performing startup of the coulter lh 500 hematology analyzer. The instrument was failing startup when the leak was noticed. The volume of the leak was 5 ml and was not contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.